Manufacturer narrative:
Philips service replaced rgb mediawall 2900, dvi matrix switch, single link dvi ext. Transmitter, single link dvi ext. Receiver, video splitter dvi, and fru displayport sl dvi ext. Tx. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the large monitor intermittently failed to display live image on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.